Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported leaking from the distal end of a texium connector during an infusion of carboplatin, dosage and rate not specified. The nurse noted the connection was secure. There was leaking onto the floor and the patient's clothing; there was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak from the distal end of the texium connector was not confirmed. Visual inspection of the set noted no obvious damages or anomalies. Functional and pressure testing resulted in no leaking. The root cause of the customer's report of a leak was not identified.

Event description:
The customer reported leaking from the distal end of a texium connector during an infusion of carboplatin i300 mg. The nurse noted the connection was secure. The leaking extended onto the floor and the patient's clothing, however there was no patient harm.